Event description:
Customer reportedly received results of 317 mg/dl and 43 mg/dl within 10 minutes on the aviva system. Low blood glucose symptoms were reported with these results. Customer self treated with brownies. No adverse event related to the device was reported. Requested return of suspect device, however, the customer no longer has the test strips; replacement was sent.